Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a post-shock assessment the right ventricular (rv) lead was found to have exhibited high pacing impedances. The pacing impedances measured out of range and appeared to be out of range at the last in office interrogation. No adverse patient effects were reported. No further information is known at this time.